Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and saved lod, and a review found application event gpdu info u014 followed by power supply failures. A review of the system log files found that there a malfunction with power supply. The defective part was returned for analysis, and it was concluded that the pd. Scomp.dcps_24v_12v_5v was failed due to the electronic defect. Fse replaced the 24v power supply module. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that live image was not displayed on flex vision screen. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.